Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring set was found to be leaking. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually, and functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process.. This condition potentially caused by molded-in stress on the housing or mechanical stress applied into the assembly. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and 1 similar complaint for this lot number was identified. Corrective actions are in process.